Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture threshold, sensing p-wave amplitude variation, and failure to advance stylet. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies except for procedural damages. The reported events of inadequate capture threshold and sensing p-wave amplitude variation were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. Visual inspection found multiple cuts/damage to the outer insulation at the middle region of the lead consistent with procedural damage. The reported event of stylet failure to advance was confirmed and by additional analysis, the cause was isolated to dried clogged blood inside the inner coil.

Event description:
Related manufacturer reference number: 2017865-2023-16342. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited elevated capture threshold and decreased sensing. The patient presented for a lead revision procedure. Fluoroscopy imaging showed that the lead was dislodged. While attempting to re-position the lead, the stylet would not advance all the way. The lead was explanted and replaced. During the procedure, when re-connecting the new atrial lead to the pacemaker, high thresholds were noted. The physician suspected a set screw issue on the device. The pacemaker was not used, and a new pacemaker was implanted. The patient condition was stable.